Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. A connection loss was reported to have occurred for 41723k. Data investigation confirmed a connection loss on (B)(6) 2018 for 4171rb. The root cause was determined to be the transmitter and app were unable to complete a data transfer.